Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The customer reported that the device failed to respond to the front panel switches during pt use (pt details not reported), and use of the device was inhibited. The pt was not resuscitated. The reporter indicated that the device did not cause or contribute to the pt's death. The reason for this opinion was not reported.